Event description:
Discordant advia centaur (B)(6) results were obtained on a patient sample. The results were reported to the physician who questioned the result and requested a redraw. The lab ran the redraw and then sent the sample for repeat testing on another platform. The results from the second sample sent for repeat testing is unknown. There was no report of adverse health consequences or patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. Analysis by the fse indicates that the cause for the discordant (B)(6) was due to a malfunction of reagent probe 3. The fse adjusted the probe and performed preventative maintenance (pm). The instrument is performing within specifications. No further evaluation of the device is required.